Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remained implanted in the patient. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Per report, it is perceived that the embolization occurred as the wire and secondary balloon were advanced via the incomplete portion (posterior) of the ring, thus migrating the valve forward. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a valve in ring (29mm sapien 3 in a failed 26mm 6200 edwards ring) tavr procedure in the tricuspid position via transvenous approach, post successful deployment of a 29mm sapien 3 valve, moderate to severe paravalvular leak (pvl) was noted and the decision was made by the physician to post dilate the valve, which led the valve to migrate to the left pulmonary artery. The valve was fully expanded and secured with no hemodynamic compromise. A second 29mm sapien 3 valve was then deployed in the tricuspid valve/ring. Moderate to severe pvl and transvalvular insufficiency were noted via tee, however, no intervention was performed at the time. The patient left the room alive at the conclusion of the case. Pod 10 the patient was reported to have been discharged. It is perceived that the valve embolization occurred because the ring was "incomplete". After review, the wire and secondary balloon were advanced via the incomplete portion (posterior) of the ring, thus migrating the valve forward. Note: this complaint pertains to the first valve that was deployed.